Manufacturer narrative:
(B)(4). Date sent 11/19/2024. D4 batch #c9dp45. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage and with a gst60b reload loaded on the device. The reload was received fully fired. The device event log was reviewed. The log indicates that no suspect power cycles were noted. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. However, the bulkhead contacts were noted to be damaged. The damage to the bulkhead contacts is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number c9dp45, and no non-conformances related to the reported complaint condition were identified. Additional information was requested, and the following was obtained: was there any delay between the completion of the firing and the blade returning? The surgeon does not recall if there was a pause.

Event description:
It was reported that during an unknown procedure, the device fired without safety being flipped or trigger pressed on the 6th fire, as soon as the new reload was replaced and jaws were shut outside of the patient. It completed the full firing sequence and returned the blade. The device was opened, reload (7th) replaced and jaw closed. When it did not fire again, they inserted the stapler into the patient via the trocar where it performed a complete firing cycle without the safety or trigger being activated. The jaws were closed, and it was not on tissue. Additional information requested.

Manufacturer narrative:
(B)(4). Date sent: 11/7/24. D4: batch #unk. B3: only event year known: 2024. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was there any delay between the completion of the firing and the blade returning? Additional information was requested, and the following was obtained: is the current patient status known? Yes. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No patient consequences, no change in careduring or after event. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished #ech60l, with lot/batch #c9dr32 , and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.